Manufacturer narrative:
Other: support link.

Event description:
It was reported by service report that the powerpro pt left support link is bent. No pt involvement or adverse consequences are reported.